Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2009; 459878, lead, implanted: (B)(6) 2018; dtba1q1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.